Event description:
It was reported that the target was at the mid lad with heavy calcification. The reference vessel diameter was 3.5mm and 3.0mm at the calcification site. Pre-dilatation was done with minimal pressure; however, after trying twice with two different dilatation catheters the lesion did not gain a good expansion. Another co's stent was implanted at the distal site. A penta was implanted at the calcification site, proximal and slightly overlapping the other stent. The coronary rupture occurred after the stent was implanted at 8 atm for 20-30 secs, 12 atm 20-30 secs, and at 14atm for 20-30 secs. Another co's dilatation catheter was used to stop the bleeding, but the bleeding did not stop. A stent graft was used to stop the bleeding and post-dilatation was performed with a penta sds. As thrombus was found in the distal lad, a thrombuster was used. Iabp was needed and the pt was sent to ICU. The pt is now stable. The physician stated he did know that the penta would be 3.7mm at 14 atm and stated the perforation was because of over-dilatation. There was no defect in the penta.